Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug-deployment button of a 7f exoseal vascular closure device (vcd) could not be pressed during hemostatic closure. There was no reported patient injury. Additional information was requested but not provided. The device will be returned for analysis.

Event description:
As reported, the plug-deployment button of a 7f exoseal vascular closure device (vcd) could not be pressed during hemostatic closure. The procedure was completed with manual compression. There was no reported patient injury. The operator was trained, and the exoseal vcd was used in an interventional procedure using a retrograde approach. The device was stored and prepared per instructions for use (IFU). Pulsatile flow was observed from the bleed-back indicator. There were no visible signs of device or packaging damage. A non-cordis sheath introducer was used. Angiography confirmed femoral artery suitability with insertion angle, vessel diameter =5mm, and no calcium, plaque, stent, >50% stenosis, prior closure, hematoma, arteriovenous fistula, or pseudoaneurysm. The exoseal vcd and sheath introducer were retracted together until pulsatile flow slowed and the indicator window turned solid black. When attempting to depress the button, it would not depress at all. At that time, the indicator window was solid black, and no red color appeared during retraction. The device was not attempted to be deployed outside the patient. Other procedural details were requested but were not provided. The device will be returned for analysis.

Manufacturer narrative:
As reported, the plug-deployment button of a 7f exoseal vascular closure device (vcd) could not be pressed during hemostatic closure. The procedure was completed with manual compression. There was no reported patient injury. The operator was trained, and the exoseal vcd was used in an interventional procedure using a retrograde approach. The device was stored and prepared per instructions for use (IFU). Pulsatile flow was observed from the bleed-back indicator. There were no visible signs of device or packaging damage. A non-cordis sheath introducer was used. Angiography confirmed femoral artery suitability with insertion angle, vessel diameter =5mm, and no calcium, plaque, stent, >50% stenosis, prior closure, hematoma, arteriovenous fistula, or pseudoaneurysm. The exoseal vcd and sheath introducer were retracted together until pulsatile flow slowed and the indicator window turned solid black. When attempting to depress the button, it would not depress at all. At that time, the indicator window was solid black, and no red color appeared during retraction. The device was not attempted to be deployed outside the patient. Other procedural details were requested but were not provided. Two (2) pictures related to the reported failure were provided by the customer for event (B)(4). The first image shows the pouch of the exoseal device, which includes product identification details such as the catalog number, french size, lot number, expiration date, and manufacturer information. The second image shows the distal end of the delivery shaft of the exoseal, apparently displaying the plug in the manufacturing position and the indicator wire deployed. However, the depressed lever was not observed in these pictures. Therefore, the images do not provide sufficient information to determine the position of the depressed lever. No other anomalies or product issues were observed in the attached pictures. One non-sterile exoseal vascular closure device 7f was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in manufacturing position, and the indicator wire was found fully deployed. A non-cordis 8f catheter sheath introducer was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it was proceeded with the deployment lever full depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black, white and red position was obtained as well. A high magnification evaluation was executed to evaluate the internal mechanism of the unit. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿deployment lever (button) frozen/locked¿ was not confirmed since the device was able to be successfully deployed with full lever depression during the analysis. The images provided did not provide an image of the lever and therefore, no findings could be evaluated through analysis of the images received. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. However, the device was received inserted into an 8f sheath. As reported in the product description within the IFU, ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.